Manufacturer narrative:
Code 400 = anvil was missing pivot pins.

Event description:
During a wedge resection (vats), it was reported by the affiliate that when the surgeon fired the device for the second time, the cartridge fell from the device. It was stated by the affiliate that the surgeon did not finish firing the device. The procedure was converted to open. Add'l info received on 3/11/97. It was clarified that the cartridge did not fall into the pt. Add'l info received on 4/2/97. It was clarified that when the surgeon found "this instrument had been broken, they were concerned with the possibility of complications, so they elected to convert the procedure to open.